Event description:
It was reported to target that during a procedure a gdc-10 coil detached in the catheter while attempting to remove it. The coil formed a ball of coil in the internal carotid artery, however, the physician decided to leave it there and the pt is fine.